Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Preliminary log analysis found that the power supply for the imaging system was not outputting any voltage. To restore functionality, the power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in an electrode and probe placement procedure, the system was unable to initialize x-ray functionality. Restarting temporarily restored functionality though the issue would reoccur with time. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The power supply for the imaging system was returned to the manufacturer for evaluation. Testing found fluctuations in the output voltage of the power supply.